Manufacturer narrative:
Concomitant products: 37712 ipg, implanted (B)(6) 2011, 3778-60 lead, implanted (B)(6) 2011, 3778-60 lead, implanted (B)(6) 2011, 3550-39 adaptor, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. It was noted there was puss in the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. It was noted there was puss in the pocket. No further patient complications have been reported as a result of this event.